Manufacturer narrative:
Additional procode=dro. The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device passed the bench handling, stress testing and full functionality testing with a known good test cable. The accessories used at the time of reported event were not sent for evaluation. The processor/bridge/pace board were replaced as a precaution. The device was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "pace defib device failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.